Event description:
It was reported that the device was explanted approx after implant duration of 28 months, due to unk reasons. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.